Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 473mg/dl, and she was treated with manual injections. The customer stated the health provided advised her that the insulin pump did not alarm low battery. Troubleshooting could not be performed as customer did not have the insulin pump with her and was is in the hospital at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.